Event description:
It was reported that the insulin pump had a blank display and that the backside of the case was missing for about 0.5 inches around where the battery cap screwed in. The customer stated that he tried 2 battery replacement attempts, but whenever he screwed the cap back in, he could not get the insulin pump to respond. The blood glucose reading was 128 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.